Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system contained foreign matter. The nurse found a white dot on catheter and felt the foreign matter could migrate after puncture. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system contained foreign matter. The nurse found a white dot on catheter and felt the foreign matter could migrate after puncture. No report of serious injury or medical intervention.

Event description:
It was reported that a bd intima-ii closed IV catheter system contained foreign matter. The nurse found a white dot on catheter and felt the foreign matter could migrate after puncture. No report of serious injury or medical intervention.

Manufacturer narrative:
The batch record was reviewed, no related abnormalities were found. Representative sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, based on microscopic inspection it was determined that the foreign material was white and it physical characteristics were consistent with the silicone used in the lubrication of the cannula. The most likely root cause for the origin of this foreign material is the lubrication station of the die tip. The catheter brings the silicone into the die tip abrasive. The silicone in the abrasive tool gather over tip until enough of the material has concentrated to enable it to stick to a catheter prior to disengagement from the device. Bd is currently increasing the regularity by which the tip die is checked and cleaned for potential residue removal. Bd will continue to track and trend for this issue.